Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the erosion/wound at the ipg site has resolved and patient received a new ipg.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient noticed bleeding at the ipg site approximately on (B)(6) 2021. In turn, patient started oral antibiotics. It was determined that there was erosion at the ipg site. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and the wound was irrigated to address the issue. The patient is ongoing treatment to address the wound.